Event description:
New information received noted the myopotential oversensing from the right atrial lead caused inappropriate mode switches. The device was reprogrammed.

Manufacturer narrative:
The reported event of noise and over-sensing were not confirmed. As received, only a connector portion of the lead was returned in one piece measuring 6.6cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15269. It was reported that the patient presented in clinic. Upon investigation, it was noted the right atrial lead has a history of myopotential oversensing, and the right ventricular lead has externalized conductors. The external conductors were visualized with a chest x-ray. Both leads were extracted and replaced on (B)(6) 2019. The patient was stable.